Event description:
During a ventricular tachycardia ablation, a pericardial effusion occurred requiring a pericardiocentesis. After mapping and ablating the areas of interest, the patient became hypotensive. An echography showed a pericardial effusion around the right ventricular apex. Once the pericardiocentesis was performed, the blood pressure began to increase again, and the patient was stable at the end of the procedure. It is unknown when the pericardial effusion occurred, but due to the location the physician believes the right ventricular catheter may have been the cause, a (B)(6) (decapolar catheter xtrem). There were no alleged issues with any (B)(6) devices. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).